Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac vein. A 18-6/5.8/75 xxl esophageal balloon was selected, on the first inflation at 2 atm after being inflated for 5 minutes the balloon ruptured. The device was removed and another of the same device was selected. The second 18-6/5.8/75 xxl esophageal balloon also ruptured after being inflated for 2 minutes at 2atm. The procedure was completed with another of the same device. No patient complications reported.